Event description:
It was reported that during implant procedure, the novel leadless pacemaker prematurely separated from the delivery catheter. The device was successfully installed. There were no patient consequences.